Event description:
The patient had a vaginal sling inserted approximately 5 years ago. The patient started leaking urine and had foul odor from the vaginal area. The patient returned to the or for removal of the eroded vaginal sling.